Manufacturer narrative:
Investigation of the complaint device found that the clip assembly was detached from the bushing and not returned. The oversheath and grip were also not returned. The control wire could move freely with the spool. The distal end of the control wire appeared as though the ball end had been deployed successfully. There was a kink in the control wire three inches from the handle. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a post-polypectomy colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue and released from the catheter successfully. After deployment, the sheath became stuck to the clip and one meter of the sheath was left inside the patient to pass naturally. There were no patient complications or issues as a result of the sheath being left inside the patient. However, on (B)(6) 2013, a colonoscopy was performed to remove the sheath because the product had not been evacuated naturally. The sheath was removed from the clip by pulling; the clip itself was not pulled off the mucosa. There was no serious injury to the patient reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be unavailable.

Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a post-polypectomy colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue and released from the catheter successfully. After deployment, the sheath became stuck to the clip and one meter of the sheath was left inside the patient to pass naturally. There were no patient complications or issues as a result of the sheath being left inside the patient. However, on (B)(6) 2013, a colonoscopy was performed to remove the sheath because the product had not been evacuated naturally. The sheath was removed from the clip by pulling; the clip itself was not pulled off the mucosa. There was no serious injury to the patient reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be unavailable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.